Event description:
An optometrist reported dryness and photophobia in the left eye after bilateral lasik procedure. Reporter noted pt complained of burning and redness. Frequent artificial tears are being used. Another report has been filed for the right eye. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).